Event description:
In 2009, an attempt was made to implant a pt with a helex septal occluder for treatment of a 6 cm pseudoaneurysm in the ascending thoracic aorta through left carotid artery access. After placement, the device prolapsed into the aorta after the locking step was performed. The physician attempted to pull the device back into the delivery catheter; however, the retrieval cord broke and the introducer sheath dislodged from the carotid artery. After an unsuccessful attempt to snare the device via femoral artery, the device was removed with a small cut-down procedure at the left carotid artery. The pt tolerated the procedure and was in good condition following the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Results - the review of the manufacturing records verified that the lot met all pre-release specifications. The device will be evaluated when it is received by gore. The device eval will be included in a supplemental report.